Event description:
Caller reported a malfunction on the pump, identified with a resettable code. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process, ensuring the malfunction did not recur, allowing the customer to continue using the pump. Caller was instructed to report back if the issue reoccurred.